Event description:
It was reported that the device did not meet the expected longevity with less than five months remaining in a period of 3.5 years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 lead, implanted 2011 (B)(6); 5076-45 lead, implanted 2011 (B)(6). (B)(4).

Event description:
It was additionally reported that the device was explanted and replaced.